Event description:
Related manufacturer report number: 2017865-2024-33021. During an in-clinic follow-up, noise that that led to oversensing was detected on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was stable no consequences.